Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is outlet water temperature regulation error but which is still within the allowable water temperature range. However this cannot be confirmed. They unplugged the device and plugged it back in, but it still was not warming the patient, so they turned the device off and are currently using a bair hugger. Nurse turned device back on and programmed device to resume therapy and the previous temperatures were not charted. Mss explained that if the patient was rewarming too quickly 33c to 34.9c over 3 hours the device would have decreased the water temperature to attempt a controlled rewarm at 0.3c/hr. By the end of the call water was 30.1c and flow rate 2.6lpm and patient temperature was 34.3c and asked nurse to leave device as it was. Called back after 2 hours and they have removed the device and were back to using a bair hugger and blankets and the patient temperature was 35.2c. Mss explained that it appeared device was working appropriately, but they could send to biomed for evaluation if desired. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The instructions for use were found adequate and state the following: "the arctic sun model 2000 should be stored and used in specific operating conditions: operating temperature range: 10ºc to 27ºc (50ºf to 80ºf) storage temperature range: -30ºc to 50ºc (-20ºf to 120ºf) at operating temperatures higher than 27ºc (80ºf), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, refer to the service manual for special draining procedures. Ambient humidity range: operating: 5% to 70% relative humidity, non-condensing storage: 5% to 95% relative humidity, non-condensing. 1.4 indications for use the arctic sun temperature management system is intended for monitoring and controlling patient temperature within a range of 32°c to 38.5°c (89.6ºf to 101.3ºf). The indications for use include any condition where patient temperature control within a range covering mild hypothermia to normothermia is required. This would include, but not limited to, medical, surgical, febrile, accidental hypothermia, or heat stroke patients. Caution: this product is to be used by or under the supervision of trained, qualified medical personnel. Caution: federal law (USA) restricts this device to sale by or on the order of a physician. 1.5 contraindications for use there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel pads¿ on skin that has signs of ulceration, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. 1.6 warnings ¿ do not use the arctic sun in the presence of flammable agents because an explosion and/or fire may result. ¿ there is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. ¿ power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade¿. ¿ when using the arctic sun, note that all other thermal conductive systems, such as water blankets and water gels, in use while warming or cooling with the arctic sun may actually alter or interfere with patient temperature control. 1.7 cautions ¿ this product is to be used by or under the supervision of trained, qualified medical personnel. ¿ federal law (USA) restricts this device to sale, by or on the order of a physician. ¿ use only distilled or sterile water. The use of other fluids will damage the arctic sun model 2000. ¿ the patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. ¿ the operator is responsible to determine the appropriateness of custom parameters. ¿ when the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults. ¿ the operator must continuously monitor patient temperature in manual mode. Patient temperature will not be controlled by the arctic sun in manual mode. ¿ the arctic sun will monitor and control patient core temperature based on the temperature probe attached to the system. Medivance recommends measuring patient temperature from a second site to verify patient temperature. ¿ it is the sole responsibility of the clinician or operator to monitor patient temperature during manual mode and to adjust the temperature of the water flowing through the pads accordingly. ¿ due to the system¿s high efficiency, manual mode is not recommended for non-surgical treatments that require cooling. ¿ patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun in stop mode. ¿ it is advisable not to cancel the alarm or alert until the situation is resolved. If an alarm is cancelled and the condition has not been corrected, the alarm will recur. If an alert is cancelled and the alert condition has not been corrected, the alert will not recur unless the stop mode is activated. ¿ carefully observe the system for air leaks in the system before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. ¿ the arctic sun model 2000 is for use only with the arcticgel pads. ¿ the arcticgel pads are only for use with an arctic sun model 2000. ¿ the arcticgel pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel pads should not be placed on a sterile field. ¿ use pads immediately after opening. Do not store pads once the kit has been opened. ¿ do not allow circulating water to contaminate the sterile field when patient lines are disconnected. ¿ the water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. ¿ do not puncture the arcticgel pads with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. ¿ if accessible, examine the patient¿s skin under the arcticgel pads often, especially those at higher risk of skin injury. ¿ skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bag or other firm positioning devices under the arcticgel pads. Do not place positioning devices under the pad manifolds or patient lines. ¿ the rate of temperature change and potentially the final achievable patient temperature is affected 14 by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing / coverage and custom parameter settings are correct for the patient and treatment goals, environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated, water flow is greater than or equal to 2.3 liters per minute, a patient temperature probe is in the correct place, and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting, or discontinuing treatment. ¿ due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status, steroid use or high dose vasopressor therapy. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from of skin injury. ¿ do not allow antibacterial agents to pool underneath the arcticgel pads. Excess antibacterial do not place arcticgel pads over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. ¿ carefully remove arcticgel pads from the patient¿s skin at the completion of use. ¿ any device connected to the rs232 data port must comply with the applicable iec standard for that device. ¿ users should not use cleaning or decontamination methods different from those recommended by the manufacturer without first checking with the manufacturer that the proposed methods will not damage the equipment. ¿ medivance will not be responsible for patient safety or equipment performance if the procedures to operate, maintain, modify or service the medivance arctic sun are other than those specified by medivance. Anyone performing the procedures must be appropriately trained and qualified." The device was not returned.

Event description:
It was reported that a patient was rewarming as expected on the arctic sun device to 34.9c during the first 3 hours, but then the patient temperature started to decrease and went to 34.3c. The rewarm rate was 0.3c/hr. They unplugged the device and plugged it back in, but it still was not warming the patient, so they turned the device off and are currently using a bair hugger. Nurse turned device back on and programmed device to resume therapy and the previous temperatures were not charted. Mss explained that if the patient was rewarming too quickly 33c to 34.9c over 3 hours the device would have decreased the water temperature to attempt a controlled rewarm at 0.3c/hr. By the end of the call water was 30.1c and flow rate 2.6lpm and patient temperature was 34.3c and asked nurse to leave device as it was. Called back after 2 hours and they have removed the device and were back to using a bair hugger and blankets and the patient temperature was 35.2c. Mss explained that it appeared device was working appropriately, but they could send to biomed for evaluation if desired.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a patient was rewarming as expected on the arctic sun device to 34.9c during the first 3 hours, but then the patient temperature started to decrease and went to 34.3c. The rewarm rate was 0.3c/hr. They unplugged the device and plugged it back in, but it still was not warming the patient, so they turned the device off and are currently using a bair hugger. Nurse turned device back on and programmed device to resume therapy and the previous temperatures were not charted. Mss explained that if the patient was rewarming too quickly 33c to 34.9c over 3 hours the device would have decreased the water temperature to attempt a controlled rewarm at 0.3c/hr. By the end of the call water was 30.1c and flow rate 2.6lpm and patient temperature was 34.3c and asked nurse to leave device as it was. Called back after 2 hours and they have removed the device and were back to using a bair hugger and blankets and the patient temperature was 35.2c. Mss explained that it appeared device was working appropriately, but they could send to biomed for evaluation if desired.